Manufacturer narrative:
During an attempt to insert a 6f avanti plus transradial sheath, difficulty was encountered and the product was thought to have kinked. No patient injury occurred. Analysis of the returned device found no kinking, but identified some flash material inside the lumen of the dilator, which may have contributed to difficulty advancing the csi over the wire. One non-sterile 6f avanti plus transradial sheath introducer was received. No kinks or other visual anomalies were noted on the cannula. The tip of the vessel dilator was damaged and appeared to have been hit with something; however, no kinking or other visual anomalies were noted. No dimensional analysis was performed, since the kink was not confirmed. Some additional material was observed in the dilator tip; it appeared to be the same material that the dilator is made of. The unit was flushed and a guide wire was introduced through the dilator in an attempt to push the material out of the lumen. A multi-disciplinary team meeting was held to review the complaint with the returned unit. It was concluded the damage on the distal tip most likely did not happen during the manufacturing process; however, the flash material found inside the dilator lumen appeared to be related to the manufacturing process. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The actual kinking reported was not confirmed; however, the dilator tip was found damaged and some flash was present inside the dilator lumen. At this time, the exact cause of the damage and flash has not been conclusively determined, but it appears to be related to the manufacturing process. With the available information, there do not appear to be any clinical factors that would have contributed to the event. Actions have been initiated to investigate the root cause and implement any necessary corrective actions.

Event description:
The report received from the affiliate indicated there was a kink on the sheath; during advancement some difficulty was encountered, and the physician decided to exchange the sheath to conclude the procedure without any injury to the patient. The product was returned for analysis; however, the evaluation identified flash of the same catheter material inside the vessel dilator.